Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. Philips field service engineer (fse) confirmed the reported issue and replaced the air/exhalation flow sensor to resolve this issue. The device successfully passed performance specification testing after the repair was completed.

Event description:
Customer reports timer/24v failure (ec 1014).no patient/user harm reported. Event date not specified; estimate used.